Event description:
While performing a total laparoscopic hysterectomy the surgeon was transecting a left ovarian cyst. The harmonic scalpel handpiece "stopped working" and did not "seal" the tissue. The harmonic generator started to make a high pitched noise. The handpiece was switched to a new harmonic scalpel handpiece and the case proceeded. Due to the bleeding caused during the malfunction the left ovary had to be removed. Reason for use: menorrhagia and large left ovarian cyst.